Manufacturer narrative:
Patient height reported as (B)(6) feet (B)(6) inch. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 389.151 with lot number 6581166 is a lot/batch controlled item. The manufacture date of this item is apr 08, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Release to warehouse date: (B)(6) 2011. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar interbody fusion (alif) on (B)(6) 2016, the tip of the threaded trial holder broke off into the trial while the surgeon was impacting a 15mm synfix trial into the l5/s1 disc space. The trial was removed from the disc space along with the tip of the threaded inserter, which remains stuck in the trial. There was no delay in surgery or harm to the patient and the surgery was successfully completed. Concomitant device: synfix(tm)-lr trial implant (part 03.802.005, lot 2550676, quantity (B)(4)). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint was able to be confirmed at customer quality as the spindle (which is a component of the trial spacer handle) was returned with a portion of the threaded tip broken off. The broken piece could be found lodged in the returned trial implant. Replication of the complaint is not applicable as the device was returned broken. The returned trial spacer displays scratches primary along the top and medial/lateral sides of the device that are consistent with wear from normal use. The spacer is considered a concomitant device that shows no evidence of contributing to the complaint condition. A visual inspection, complaint history review, functional test, drawing review, and risk assessment review were performed on the spindle assembly as part of this investigation. No definitive root cause was able to be determined with the given details. The failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. Per the technique guide, the spindle assembly (03.802.151) is a subcomponent of the trial spacer handle (389.151) that is utilized within the synfix system which provides instruments and implants for zero profile stand-alone anterior lumbar inter-body fusion (alif) procedures; the trial spacer handle is specifically utilized for implant sizing. A trial spacer handle is threaded into a synfix trial and inserted into the disc space with controlled and light hammering. The relevant product drawings were reviewed during the investigation. The threaded tip of the spindle was confirmed to be broken with the missing tip retained in the trial spacer. The threaded region of the returned device was measured to be 3.8mm whereas the threaded portion is manufactured to be 6.25mm. The part was manufactured after a design change in which the spindle material was changed from 440a stainless steel to custom 465 for added strength. Additionally a drawing for the trials was reviewed. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.